Manufacturer narrative:
Product ID, neu_unknown_lead lot# serial# (B)(4), implanted: 2005 (B)(6), product type lead product ID, neu_unknown_ext lot# b0308465k, implanted: 2005 (B)(6), product type extension.

Event description:
It was reported that the patient had a normal MRI done to prepare for a revision, which appeared to be for the patient's related device. It was noted that during the MRI the patient experienced a heat sensation. An impedance check afterwards showed no problems with this device/system. All electrodes were explanted so that the patient could have another MRI and new electrodes will be placed. If additional information is received a supplemental report will be filed. Please refer to manufacture report no. 9614453-2013-00499 with respect to the patient's other device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the MRI was to look for changes in multiple sclerosis plaque, as the patient has multiple sclerosis. It was noted that the system was described as "healthy." No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator. (B)(4).